Manufacturer narrative:
The insulin pump act and esc buttons did not response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump was monitored in 2 days and had no blank display, audio beep anomaly and error alarms anomaly noted. The insulin pump received with severe scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 128 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.